Manufacturer narrative:
Although it is reported that there is no patient consequence, if this was to recur and the broken fragment was not retrieved from the patient, it is possible that patient injury could potentially occur. We do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event.

Event description:
Our rep is reporting to us that during an arthroscopic knee procedure a portion of the prong at the distal tip of the instrument broke off in the joint. The fragment was easily retrieved and the procedure was concluded successfully using another same type device without further issue or harm to the patient.